Event description:
Account claims they had two assistants who had an allergic reaction to the latex examination gloves. (B)(6) a female had an allergic reaction and was hospitalized for three days. The doctor claims she had swelling and as a result of this swelling she also had gastric bleeding.

Event description:
Account claims they had two assistants who had an allergic reaction to the latex examination gloves. (B)(6) a male had an allergic reaction mainly to his hands with blisters. He was seen by a dermatologist and given benadryl and a cortisone cream. He was also feeling lethargic for several days. He is now doing better and has since changed over to vinyl gloves.